Event description:
Complainant alleged that while attempting to defibrillate a patient in cardiac arrest (age & gender unknown), the device would intermittently not power up. The clinician replaced the device to continue to treat the patient. Complainant indicated that there were no adverse effects to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device passed all functional testing, including testing with aux connection and battery without duplicating the report. Internal inspection of the device resulted in no findings. We were unable to identify power issues in log that would explain the customer report. The monitor board and dock connector will be replaced as a precaution. The device will be recertified and returned to the customer. No trend is associated with reports of this type.